Event description:
It is reported that the patient began experiencing pain and soreness in the right hip in (B)(6) 2012. The pain extends from the implant site and down the side going into her groin area. The pain is sometimes sharp and occurs periodically a few days each week. The patient states that the pain is getting more persistent, but is not debilitating. She states that the pain increases with movement. The patient had an x-ray on (B)(6), 2012. The surgeon stated that the hip appears to be fine on the x-rays. The patient will be monitored and is scheduled for follow-up in (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devics implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.